Event description:
It was reported that the device has unexpected longevity and has not reached elective replacement indicator (eri). Premature depletion is suspected. It was also reported that battery voltage increased within the past two months. The device remains in use and the patient will be seen in 4 months. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a battery voltage - power source (other) unexplained battery voltage drops and recoveries.